Manufacturer narrative:
(B)(6). (B)(4). X-ray analysis: ap lateral x-ray at time of rod ex-plantation. Still photograph provided of fractured rods. Ap x-ray shows scoliotic curvature of lumbar spine that was not corrected. Peek rods are not shapeable. Suspect curvature of spine and failure of fusion contributed to rod fracture. X-ray shows felt back in lateral projection kyphosis above construct as well. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent revision surgery for the removal of broken implanted rods. Vbs stents (on l1-2) were also removed and replaced with a trabecular cage (zimmer (B)(4)). It was reported that the rod breakage occured during patient's vacation. The crack of the breakage was acoustically hearable for the patient and her husband. It was reported that the patient did not achieve solid fusion. Patient suffered back pain as a result of the rod breakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:visual review confirms multiple fracture locations. Examination of fracture surfaces identified a fairly brittle fracture, with rays emanating from the areas of initial crack propagation through the cross-section of the implant. Relevant rod dimensions found to be conforming to print specification. Conclusion: the above observations are consistent with bend stress overload.